Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had increase in seizures recently, so she visited her physician. In clinic, the patient's vns showed high impedance, low output current, and low battery status. The patient was referred for x-rays to see if they could tell reason for high impedance after the patient had a fall a few months ago. The x-ray did not show anything. They went into the or to replace the battery and check the lead. The neurosurgeon was able to remove the lead from the battery without the screwdriver, so he knew reason for high impedance and subsequent premature battery depletion was due to incomplete pin insertion. They did replace the generator in surgery and decreased the duty cycle to 16% per the physician's advice. Impedance was within normal limits after generator replacement. Per the patient's neurologist, the patient got a hard fall 3 months ago which could be the reason of lead displacement. No other relevant information has been received to date.

Manufacturer narrative:
H6, health effect - impact code, corrected data: initial report inadvertently submitted without f1001 code. H6, health effect - type of investigation, corrected data: initial report inadvertently submitted without b17 code.

Event description:
It was further reported that "on vns therapy, [the patient] experienced significant seizure control (=1 episode/mo) and was adjusted to 2 antiepileptic medications (lamotrigine and brivaracetam) until the past 3 to 4 months when she started experiencing focal aware seizures (~1 episode/d), dialeptic seizures, and asymmetric tonic posturing associated fall (=1 episode/wk). Interrogation revealed low output current with 3% to 11% generator battery confirming end-of-effective-stimulation (eoes) as the cause for intractable seizures. She was scheduled for generator replacement after a routine preoperative evaluation.